Manufacturer narrative:
(B)(4). G2: poland. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial surgery on an unknown date. Subsequently, on an unknown date the patient had a revision due to soft tissue metallosis. It was necessary to remove the entire prosthesis due to soft tissue metallosis and destruction of the capitulum humeri surface. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 1825034.

Event description:
No further event information available at the time of this report.